Event description:
Reporter noted vacuum won't release capsule after footswitch was released. Had to pull the cassette out and reseat it to release the capsule. No pt injury occurred, but surgeon felt there was a potential for posterior capsule tear. Pt reportedly recovering well.